Event description:
It was reported that during use with the bd phoenix¿ pmic/ID-107, staph saprophyticus was misidentified as staph pasteuri. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of staphylococcus saprophyticus as staphylococcus pasteuri when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3269790. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as s. Saprophyticus and s. Pasteuri on the complaint batch. To investigate, three retention panels from complaint batch 3269790 were tested using in house isolate s. Saprophyticus pos432 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate s. Saprophyticus pos432 on a phoenix m50 machine and evaluated for identification results. All five panels tested identified the isolate as s. Saprophyticus, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed eight additional complaints on complaint batch 3269790, seven of which is related to this defect and unconfirmed. Of the eight complaints on this batch, four others were also from the customer. Complaint trending was performed, and no trends were identified associated with this defect.

Manufacturer narrative:
G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ pmic/ID-107, staph saprophyticus was misidentified as staph pasteuri. There was no report of patient impact.